Event description:
Rep reported that the patient received a precision valve about 1 year ago and started to experience problems. The surgeon tested the valve on the monometer, which read 50mm h2o. In addition, the surgeon had trouble flushing the valve. Once the surgeon cut approximately an inch off the catheter, it seemed to flush. A second surgery was required to replace the valve.

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.